Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to hospital for flue which raised blood glucose and customer was hospitalized, on (B)(6) 2019 with blood glucose level was 400 mg/dl at time of incident and treated with intravenous fluid, insulin and tamiflu at hospital. The customer was assisted with troubleshooting. The device will not be returned for analysis.